Event description:
Rn reported curlin moog 600 infusion pump quit working during the infusion on (B)(6) 2018. Rn did not have the serial number or expiration date. Pt was able to complete the infusion using a d-a-f tubing, no side effects to pt. Rn did not state if the MFR could call the pt's mother re the pump malfunction. Pt's mother knows to return the pump. Dose or amount: 35mg, frequency: every week. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: e76.210 morquio a mucopolysacchar. Strength mood curlin infusion 6000.